Event description:
Additional information received indicated the vlp was explanted and replaced on (B)(6) 2026. The patient was stable throughout the procedure.

Event description:
It was reported that the patient presented in clinic due to phenic nerve stimulation causing discomfort. Interrogation of the ventricular leadless pacemaker (vlp) revealed no capture or sensing. A chest x-ray (cxr) and echocardiogram confirmed the vlp had dislodged and embolized to right atrium (ra). The vlp's pacing was programmed off. The vlp is pending explant and the patient is in stable condition.